Manufacturer narrative:
The complaint description states that a defective device was sent to umkirch site without any comment. Tip of instrument cracked. The device associated to the complaint was returned for analysis. The returned instrument presents a new design (dwg-7e070299/c and dwg-7e070309/c) and break of the plastic extremity, no break of the index metal. The picture provided was reviewed. At the time of the review, it was not possible to establish a root cause of the complaint. The DHR analysis of the batch returned shows an initial conformance of this product with regards to its specification. (Doc-7e070260 / d). For this batch, there was no deviation or failure investigation report. A search into the complaints database was performed, one other similar complaint was reported for the affected product code and lot combination (com-(B)(4)). Previous investigations found the metal tip breakage was due to a too important stress during the assembly of the instrument onto the glenosphere. The end tip has been changed (addition of radius and blend) in order to increase the strength of the component, implemented on may 19, 2008 via eco# 253075. The complaint sample is the new design manufactured after the change. Commercialized product development is aware of the failure and the trend is monitored during post market surveillance reviews. Based on the information received and the investigation performed on the product received, the root cause of the incident is attributed to product wear. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Tip of instrument cracked.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.